Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliate in (B)(4), during a transapical tavr procedure, while advancing a 26mm sapien 3 valve and certitude delivery system, the valve became caught on the mitral cords and came off the balloon. The valve was in the ventricle still on the wire. A dilator was inserted into the ventricle and pushed through the valve, and the valve was able to be removed through the apex. New devices were used and a second 26mm sapien 3 valve was successfully implanted. There was no injury to the patient. The event was attributed to the guidewire going through the mitral cords and then the valve getting caught on it.

Manufacturer narrative:
The instructions for use (IFU) instruct the operator on proper alignment of the valve and to maintain guidewire position in the left ventricle during valve alignment. The guidewire can move proximally during valve alignment. The IFU also instructs the operator to take time to ensure the guide wire is tracked to the apex of left ventricle and does not get caught in the mitral chordae while crossing the native valve. As reported, the guidewire going through the mitral cords and then the valve getting caught on it likely contributed to the valve dislodging from the balloon. There is no allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.